Event description:
It was reported that the 9800 system had grainy images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image intensifier was replaced and the beam was aligned during the service call. The system was tested and found to be working as intended and put back into service.